Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that he customer experienced a low blood glucose (bg) level of 67 (mg/dl). The customer stated the suspected cause was that the customer had not eaten yet. Snacks and chocolate milk were consumed to address bg level. A recommendation was made for the customer to discuss bg levels with their healthcare provider.